Manufacturer narrative:
(B)(4)

Event description:
It was reported that the presented to the clinic for a device change out procedure. Upon interrogation, the atrial lead exhibited a capture anomaly, noise, and low lead impedance. An insulation anomaly was noted during the procedure. The lead was capped and replaced. There were no adverse consequences to the patient.